Event description:
Implantation performed on 11/15/94 of iol in the ciliary sulcus of right eye. Pt had post-op increased intraocular pressure. Hospitalized 11/15/94 - 11/18/94. On 12/03/94 pt had dislocated iol of right eye. Implant was removed and implant of another lens performed.